Event description:
It was reported that after almost 30 years in service this right atrial (ra) lead presented a fracture, so it was capped and surgically abandoned due to a product performance issue. A new device was implanted. No additional patient effects were reported. No further information was available from the field.